Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product and packaging components associated with this reported event were not returned for examination. The reported event can be confirmed based on the products reported implanted. Examination of retained packaging labeling found the package was clearly marked to inform the user with depuy recommended compatible devices. The root cause is being attributed to customer error. The initial reporting stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to a mismatch in implants.